Manufacturer narrative:
(B)(4). This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. A service history review revealed that the device has been serviced five times prior to this event. The device has not been previously sent into service for the reported condition of "fc 500:320." A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 500.320 was confirmed by baxter personnel in the pump's event history. The root cause was not identified and no repairs were made to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 500.320; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The software version is currently unknown at this time.